Event description:
Loss of integration. It was reported that the implant at tooth site #33 lost integration and was removed additional appointment required: none reported symptoms as a result of the event: inflammation and pai.

Event description:
Loss of integration. It was reported that the implant at tooth site #33 lost integration and was removed additional appointment required: none reported. Symptoms as a result of the event: inflammation and pai.